Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that arteriotomy closure of the right common femoral artery was attempted using a proglide device after an interventional procedure. Reportedly, a suture break occurred when retracting the needle plunger. Hemostasis was achieved using a second proglide device. There were no reported adverse patient sequelae. A 6fr sheath was used. There was no clinically significant delay in the procedure reported. The physician is in-training in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: investigation of the returned device found that both cuffs successfully captured the needles during the plunger deployment. The link was detached at the swage end of the posterior cuff during the needle plunger retraction, which subsequently resulted in a failure to retrieve the suture and could appear very similar to the reported suture break. The reported product experience is confirmed. Because the suture could not be retrieved, the knot would not form to advance to the arterial surface to close the vessel as intended. A link break suggested that there was resistance encountered while retracting the needle plunger to retrieve the suture. The suture was returned intact. There was no indication that the suture was dragged through the device or suture bearing while retracting the needle plunger, which could have contributed to a link break. During testing, the plunger was inserted and retracted successfully without any observable resistance. There were no challenging anatomical conditions reported which could have contributed to a link break. There was no information reported or definitive evidence in the evaluation of the returned device to suggest that the needle plunger was abruptly pulled out of the device after needle deployment, which could have caused the link to break. Based on the reported information, manufacturing inspection criteria, and analysis of the returned device, the probable cause for the link break at the swage end of the posterior cuff could not be determined. No manufacturing or quality deficiency was detected. A review of the finished device lot history records did not reveal any nonconforming material records associated with this lot which could have contributed to the reported event. A query of the complaint handling database was performed and there does not appear to be any indication of a product quality deficiency.